Manufacturer narrative:
Concomitant products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 29-oct-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving hydromorphone 400mcg/ml at 139.48mcg/day via an implantable pump. The indication for use was non-malignant pain. It was reported that during the patient¿s normal pump replacement, the physician nicked the catheter. The catheter was replaced and the issue was resolved.